Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 460 m/gdl. The customer stated they were able to lower their blood glucose to 237 mg/dl the next day. However, customer stated their blood glucose declined to 58 mg/dl because they continued to treat their blood glucose with insulin. The customer also reported several bad sensors due to blood at site. The customer also reported being woken up by weak signal and lost sensor alerts. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.